Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings:a review of the pump¿s black box data revealed a history of rebooting. A battery compartment crack was observed during evaluation. The battery cap threads were found to be damaged; the battery cap contacts were found to be within specification. The battery cap could not be properly secured during investigation; a power loss was experienced with the returned battery cap. A test battery cap was used for a 24 hour exercise test and no power issues or other issues were experienced. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power loss issue. It was reported that the threads on the battery compartment and battery cap were stripped, prohibiting the battery cap from being properly tightened to the battery compartment. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.